Event description:
It was reported that the patient phoned in reporting they were feeling diaphragmatic stim, and they were hearing an alert tone. Follow-up with the implanting/follow-up physicians clinic did not reveal any further information. Follow-up with the field representative revealed the patient was seen for a device interrogation and it was determined the alert tone was not related to their current device. The patient did not mention anything about the diaphragmatic stim to the field representative and no programming changes were made. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 429688, lead; implant: (B)(6) 2012; model: 5076-45, lead; implant: (B)(6) 2005. (B)(4).